Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer experienced a low blood glucose level of 45 mg/dl. The customer addressed the low blood glucose by drinking a sports drink and consuming raw honey. The customer continued to use the pump for insulin therapy.